Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was not returned for analysis, it was reported to have been disposed. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were relaxed appearing as if positive pressure was applied. Crimp markings were visible on the balloon but were not very prominent. A visual and tactile examination found multiple slight hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal left anterior descending (lad) artery. After a 3.0 x 12 synergy drug-eluting stent was placed in the mid lad, a 2.50 x 28 synergy¿ drug-eluting stent was advanced towards the distal lad. However, it became stuck in the area of the previously placed stent. When the device was attempted to be removed, severe resistance was felt. It was removed by pulling out and the device was found to be deformed and shortened to about 2/3. Dilatation was performed again using a 3.0x12 balloon catheter. Following dilatation, another 3.0 x 12 synergy drug-eluting stent was used and the procedure was completed. There were no patient complications reported and the patient's status was stable.